Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) and chloride (cl) results generated by the unicel dxc 800 pro synchron clinical systems. Upon repeat on the same and a different instrument lower results were obtained. The erroneous results were not reported outside of the lab. There was no affect to patient and user associated with this event.

Manufacturer narrative:
The system is calibrated every 8 hours followed by a qc run. Prior to the event, qc results were within the lab's established ranges. A field service engineer (fse) was on-site. The fse found the upper part of the flow cell to be coated with protein and bleached the flow cell. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.